Manufacturer narrative:
Product analysis the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection in their leg and the patient became bacteremic. The patient's system was explanted. It was noted that there was vegetation on the leads and puss in the pocket. No further patient complications have been reported as a result of this event.